Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a videographic evaluation of one device. The visual inspection of the returned photo noted that the screen was blank and after removing from a charger the handle would not initialize. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic lobectomy surgery, when trying to activate the toggle and rotation buttons of the first handle, there was no movement and operation-sounds heard at all. Tried rebooting it with activation both of safety button, but there was no changed in operations <(>&<)> calibration sound heard at all. Then it was charged for 10 and 20 seconds , still there was no any changes on the oled and the handle didn't turn on at all. It was found that the cover part of the handle was being heated continuously. There was also no movement and operation-sounds heard at all when trying to activate the rotation buttons of the second handle however, there was no any changes on the partition of adaptor, handle, reloads indicator of oled when adaptor was tried to disconnect from the handle. Still no any changes even when handle was disconnected from the power shell. Then the handle was charged for the 10 <(>&<)> 20 seconds but still there was no changes, the handle didn't turn on at all and found that the cover part of it was being heated continuously. There was no patient injury.

Event description:
According to the reporter, during video-assisted thoracoscopic lobectomy surgery, when trying to activate the toggle and rotation buttons of the first handle, there was no movement and operation-sounds heard at all. Tried rebooting it with activation both of safety button but there was no changed on operations calibration sound heard at all. Then it was charged for 10 and 20 seconds , still there was no any changes on the oled and the handle didn't turn on at all. It was found that the cover part of the handle was being heated continuously. There was also no movement and operation-sounds heard at all when trying to activate the rotation buttons of the second handle however, there was no any changes on the partition of adaptor, handle, reloads indicator of oled when adaptor was tried to disconnect from the handle. Still no any changes even when handle was disconnected from the power shell. Then the handle was charged for the 10 and 20 seconds but still there was no changes, the handle didn't turn on at all and found that the c over part of it was being heated continuously. Then a second handle was used but after firing, it could not open the jaws and the display did not change. The video of the second handle shows the screen was frozen and was showing a used reload when there was no reload connected. There was no patient injury.

Manufacturer narrative:
Correction: h6, h10. Evaluation summary: medtronic led an evaluation of one signia powered handle and one photograph of said handle. The visual inspection of the returned photo noted that the screen was blank and after removing from a charger the handle would not initialize. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after the reload was removed. Battery voltage as recorded in the log just prior to the log ending indicated battery charge level of greater than 90%. At the next initialization the system clock reset, and battery charge level was reduced to approximately 5% indicating the power had been interrupted due to a fully depleted battery. The root cause of the observed condition was determined to be a result of an exposure to an unanticipated electrostatic discharge (esd) event prior to procedural use. Device enhancements are being evaluated to minimize the potential device susceptibility to esd. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.